Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed and successfully released in the laa of the patient. Shortly after the release, the closure device embolized out of the laa and into the left ventricular outflow tract. The physician brought the patient to the operating room where the patient underwent open heart surgery. The closure device was removed from the patient. The patient did not experience any complications as a result of this event and is in a stable condition. It was further reported that during open-heart surgery the laa of the patient was ligated.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed and successfully released in the laa of the patient. Shortly after the release, the closure device embolized out of the laa and into the left ventricular outflow tract. The physician brought the patient to the operating room where the patient underwent open heart surgery. The closure device was removed from the patient. The patient did not experience any complications as a result of this event and is in a stable condition.